Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties and magnetic resonance imaging (MRI) preferences. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was retained by the center and will not be returned for analysis. Post operatively, the patient was doing well.